Manufacturer narrative:
(B)(4)

Event description:
It was reported that on: (B)(6) 2010: patient got discharged from the facility. On (B)(6) 2010: the patient underwent x-ray of lumbar spine intra-op. Impression: bilateral pedicle screws are seen in l5 and s1. The a lignment of the lumbar spine is unchanged. On (B)(6) 2010: patient complained of some pain in left leg, status post lumbar fusion. On (B)(6) 2010: patient got discharged with discharge diagnosis as severe sciatica. On (B)(6) 2010: the patient presented for a follow-up visit regarding her back which was quite sore and had numbness. Patient still complained of lot of numbness with her back quite sore. Ap, lateral, and spot lateral x-rays of the lumbosacral spine showed the instrumentation in perfect position. On (B)(6) 2010: patient presented with back pain going into her leg. Patient underwent MRI lumbar spine without and with contrast. Impression: interval posterior spinal fusion at l5-s1. The canal is adequately decompressed. Regarding the patient right sided symptoms, the right neural foramina at l5-s1 is not well visualized because of susceptibility artifact related to the surgical hardware. The remaining right-sided neural formaina are adequate. On (B)(6) 2010, (B)(6) 2011, and (B)(6) 2012: the patient underwent following procedure: right l5 epidurogram. Right l5/s1 transforaminal epidural steroid injection due to low back pain with radiculopathy. Patient tolerated the procedure well with no complications reported. Impression: right l5-s1 transforaminal epidural steroid injection. On (B)(6) 2010, (B)(6) 2015: the patient underwent ultrasound of abdomen due to abdominal pain. Impression: normal upper abdominal ultrasound. On (B)(6) 2010: patient underwent CT scan of the abdomen and pelvis with IV contrast. Impression: no evidence of bowel obstruction or inflammatory change. Large amount of retained fecal material noted in the right and transverse colon. On (B)(6) 2010: patient presented with constipation. On (B)(6) 2010: patient presented with abdominal pain. On (B)(6) 2010: the patient presented for a follow-up visit regarding her fusion. Patient was doing well until a week ago when she aggravated her left s-I joint. Patient having pain with walking, sit to stand and occasionally with sleeping. Patient reported unable to do exercises due to pain at left low back. Assessment: set back in progress due to s-I joint dysfunction; swelling and tenderness at left s-I joint; pain with walking, and transfers at low back. On (B)(6) 2010: patient had lumbar evaluation having symptoms as pain, decrease flexibility, strength, balance at right lower extremity and low back. Assessment: lumbar fusion right leg weakness and hip weakness dural tension with slr on right and slump poor balance single leg stance 10 sec. On (B)(6) 2010: patient presented with complaint of aggravated left s-I joint. Assessment: set back in progress due to s-I joint dysfunction. On (B)(6) 2011: the patient underwent lumbar myelography with previous lumbar fusion surgery, back pain with right sciatic-type leg pain. Conclusion: postoperative changes at l5-s1 with fractured left s1 pedicle screw. No specific dural sac deformity or nerve root im pingement. On (B)(6) 2011: the patient presented for a follow-up visit regarding her back. The epidural steroid injection completely relieved her pain but then it recurred.

Event description:
It was reported that on (B)(6) 2010: patient presented with backpain. (B)(6) 2010: patient got admitted into the facility due to severe lower back pain with right sided radiculopathy. (B)(6) 2010: patient got discharged from the facility. (B)(6) 2010: patient presented with backpain going into her leg. Patient underwent MRI lumbar spine without and with contrast. Impression: interval posterior spinal fusion at l5-s1. The canal is adequately decompressed. Regarding the patient right sided symptoms, the right neural foramina at l5-s1 is not well visualized because of susceptibility artifact related to the surgical hardware. The remaining right-sided neural foramina are adequate. (B)(6) 2010: patient underwent CT scan of the abdomen and pelvis with IV contrast. Impression: no evidence of bowel obstruction or inflammatory change. Large amount of retained fecal material noted in the right and transverse colon. (B)(6) 2010: patient presented with constipation. (B)(6) 2010: patient presented with abdominal pain. (B)(6) 2015: patient presented with complaint of backpain.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that on: (B)(6) 2010 patient underwent laminectomy: lumbar with fusion - posterior level1. Using decompression l5-s1, hemifacetectomies and foraminotomies l5-s1 complete facetectomy right with excision herniated disc and fusion l5-s1 with pedicle screw instrumentation to treat l5-s1 spondylolisthesis with spinal stenosis. Straight incision was made from l4 to sl. Paraspinal muscles separated bilaterally. Lntraoperative x-ray was taken to confirm the level and complete l5 laminectomy was performed. The pedicles of l5-s1 were exposed bilaterally and the facetectomy was performed as noted. A huge disc herniation was removed from the right l5-s1. Pedicle screws were then placed on the right l5-s1 after confirming bony containment. The pedicle screws were then placed on the left. X-ray was taken to confirm their position as well. Precontoured rods were then locked in position. Antibiotic irrigation was used. Analgesic cocktail was used. The decompression bone was mulched and packed in the bilateral fusion beds. Gelfoam was placed over the dura as an interpositional membrane. The wound was closed in layers over two drains and two on-q pain pumps in standard fashion. The patient will have antibiotics for 24 hours postoperatively as well as dvt prophylaxis with teds and sequential stockings. There were no complications. Post op check: awake, leg pain gone, stable. On (B)(6) 2011 the patient presented with back pain. X-rays an ap indicated, lateral and spot lateral lulmbosacral spine as well as flexion and extension views show a broken screw on the left side at s-1. On (B)(6) 2011 the patient presented for CT myelogram lumbar spine. Impression: findings consistent with l5-s1 pseudarthrosis with minimal dorsolateral bone and broken left pedicle screw. Relative narrowing of the neural foramen bilaterally at l5-s1 without definite l5 ganglionic compression. Dorsal and right paracentral disc bulge at l4-5 contacts the subarticular right l5 nerve without definite compression, no evidence for mass or infection with no arachnoiditis seen. Dms on (B)(6) 2011 the patient presented with back for CT myelogram. On (B)(6) 2011 the patient underwent revision decompression right l5-s1, hardware removal l5-51, revision fusion l5-8 -1 with pedicle screw instrumentation and interbody fusion device to treat nonunion l5-s1 fusion with right-sided radiculopathy. Description of the procedure: paraspinal muscles separated bilaterally. The old hardware was removed. The broken screws were removed as well. New screws were placed on the left side, 7.5 larger diameter screws same length at l5 and s1 after confirming bony containment of the tap and then stimulating the screw upon insertion. Neuro monitoring was used throughout the case as well, confirming bony containment. Attention was then turned to the right. The old hardware had been removed and then a complete facetectorny was performed to get at the interbody area, protecting the exiting and traversing nerve roots. The interbody space was identified and opened up with an annulotomy. Sequential dilation done to a 9, rotating cutters, and pieces of disk and cartilaginous endplate were removed, preparing the bone for fusion, a 9 x 22 trial was placed and found to be good. When the trial was in place, distraction was applied across the loft screws and then the trials were removed. Some bone allograft was packed in the anterior disk space and the 9 x 25 capsule was packed with dbx bone material and pounded in the disk space guided by ap and lateral c-arm. When this was completed, the kyphosis was removed and lordosis restored to the back. Pedicle screws were then placed on the right side, again stimulated with the neuro monitoring confirming bony containment and then precontoured rods were locked into position. Final position on ap and lateral c-arm was excellent. The wound was then irrigated with antibiotic solution. Remaining bone allograft and 1=113x bone putty was packed in the bilateral fusion beds. Analgesic cocktail was used. Hemovac drains were placed. On-q pain pump was placed. The wound was closed in layers over that in standard fashion, there were no complications.